Manufacturer narrative:
The insulin pump had motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The device was also received with a cracked reservoir tube lip and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind and there were some motor error alarms in the alarm history. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.